Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con unknown grade, generalized illnesses. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent a breast augmentation primary with an unknown mentor silicone breast implant experienced bilateral capsular contracture unknown grade, and generalize illnesses post procedure. The patient reported encapsulated, saw things online about the implants making patients sick, patient reports symptoms related to breast implant illness. As a result, patient underwent removal without replacement on (B)(6) 2021. This report relates to the left prosthesis.